Manufacturer narrative:
Additional information received; the reliant balloon was being used in a medtronic device when it burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was being used as an accessory device for an unknown endovascular treatment. During the index procedure, it was reported while inflation was being performed to touch up the implanted stent graft the reliant balloon ruptured. Another reliant device was used to complete the procedure. The cause of the event is undetermined. No additional clinical sequalae were reported and the patient is fine.